Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific xtreme device during treatment of a calcified lesion. Device was prepped as per IFU without issue. It is reported that a balloon burst, leak or catheter leak occurred during balloon inflation. It is unknown if any component(s) detached or if any fragments needed to be retrieved. It is reported the procedure was completed with a stent. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the catheter was returned for evaluation. Hub data is consistent with the one in the product complaint report. It was found that the balloon had burst radially. The balloon was broken and the distal half of the balloon was missing. Also, the guidewire tube underneath the balloon was not present. The conditions of the device did not allow further tests. If information is provided in the future, a supplemental report will be issued.